Event description:
It was reported that the lead had become dislodged. When repositioning was unsuccessful the lead was explanted and replaced. No adverse consequences to the patient were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.